Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a device check. It was noted that there were high ventricular rates due to rv lead noise. It was also noted on these episodes that the noise exhibited inhibit pacing. The rv lead noise was reproducible with isometric exercises. Programming changes were made. With isometric exercises the noise still inhibited pacing. The patient stated doing exercising and bench presses with approximately 135 pounds. The patient was asymptomatic and was unaware of any issues. The lead will be monitored at this time.